Event description:
It was reported that pump experienced malfunction with displayed malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for pump reset, and completed reset with assistance from technical support, with no additional outcome information available after call ended.